Event description:
Same case as: 2134265-2014-01631 and 2134265-2014-01629. It was reported that pullback function failed. The 75% target lesion was located in a non-calcified and moderately tortuous mid left anterior descending artery. During a percutaneous coronary intervention, a motor drive unit was used in conjunction with an opticross imaging catheter to visualize the lesion. After the imaging catheter successfully crossed the lesion, the physician attempted to perform pullback but it failed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).